Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eighteen (18) units of low recirculation volume homechoice cassettes were found damaged. When the packaging was opened, it was discovered that the products had slices on the line. This issue occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.